Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the low blood glucose level was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer would deliver a second bolus due to the first bolus being stopped by the occlusion alarm leading to a low blood glucose (bg) level. The customer's bg levels ranged between 40-100mg/dl. The customer consumed a carbonated beverage to address the bg level. Supply changes were performed to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.